Event description:
Ous MDR - after an implantation time of 3 days, it was reported that myocardial perforation occurred. There were no additional adverse patient effects reported.

Manufacturer narrative:
Ous MDR - during the analysis, the properties of the lead were tested. There were no deviations from the technical specifications, which could have been connected to the clinical problems.